Event description:
Pt admitted with right distal tibia and fibula fracture. To o.r. For closed reduction and long left cast application. Cast bivalved in o.r. And again in pacu. Pt was discharged. On follow up visit with md, md discovered pt had sustained second degree burns to leg apparently during cast bivalving. Pt is receiving on-going treatment by a plastic surgeon as needed.